Event description:
It was reported that the during an interventional procedure in (B)(6) 2013, the 4.0/60mm, 90cm fox sv did not perform. No further details on what the device issue was could be provided by the customer because they could not remember. The procedure was completed by using another fox sv device successfully, the final outcome was good, there were no adverse patient effects. No additional information was provided. Return device analysis revealed a longitudinal balloon rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Evaluation summary: the device was returned for analysis. A balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.